Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, he was having issues inserting the infusion set. During the call the customer mentioned he was experiencing high blood glucose of 420 mg/dl. Then went on to state the high had nothing to do with the site change. No troubleshooting was performed on the insulin pump. Customer is not returning the insulin pump for analysis.